Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the unit continued to operate with safety engaged (power broken) and had low rotations per minute (rpms). It was further noted that the lock cylinder and the pawl release, components of the locking assembly, were damaged. It was determined that this type of damage is due to placing the unit on safety while applying pressure in the foot pedal. It was also observed that the vanes were worn and the cylinder was covered in debris. Both components are part of the motor assembly. The assignable root cause was determined to be due to worn components from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during routine testing/maintenance it was observed that the motor device "knurled knob" would not secure. During in-house engineering evaluation it was found that the unit continued to operate with safety engaged (power broken) and had low rotations per minute (rpms). It was further noted that the lock cylinder and the pawl release, components of the locking assembly, were damaged. It was reported that there was no delay to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.